Event description:
Device was reported to have produced metal shavings when used in a procedure. All shavings were removed via the flushing of the joint that is routinely done. Contact informed co that no pt injury or surgical incident had occurred as a result of this situation.